Event description:
It was reported there were high impedances measured, greater than 10,000 ohms, on electrode number 2. A manufacturer representative met with the patient who described an intermittent ¿arc¿ sensation right above his lead insertion site. The patient could put his thumb on the spot and make it stop. The manufacturer representative reprogrammed the patient around that electrode. It was also reported the patient complained of new post-surgical pain at the lead site in his lower back. They were able to get coverage for the patient¿s upper buttock area but they could not get it high enough for his new pain. Film showed the patient¿s lead tip was at the top of t10. It was noted patient¿s original pain was well controlled post programming. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).